Event description:
The parent reported that the user could not hear as well as before without any reason. The recipient had a heavy cold that still existed when he came to test the device on (B)(6) 2024 with having to blow his nose a lot, however, his cold was gone when retesting on (B)(6) 2024. Furthermore, there is slight swelling present. Further proceedings unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parent reported that the recipient could not hear as well as before without any reason. The recipient had a heavy cold that still existed when he came to test the device on (B)(6) 2024 with having to blow his nose a lot, however, his cold was gone when retesting on (B)(6) 2024. Furthermore, there was slight swelling present. Attempt of a head bandage for 3 weeks, there was still no change in the hearing performance with the device. The recipient has been re-implanted.